Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history lot part: 413.365s lot: l649774 manufacturing site: grenchen release to warehouse date: 20.nov.2017 expiry date: 01.nov.2027 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary visual inspection: 12 implants (1 plate and 11 screws) were received in faultless condition. 3 of the screws were cut during removal procedure. Totally 5 blocked screws which are jammed in the plate do not have influence on the reported problem as they completely fulfilled their intended function. As the screws are jammed into the plate as complained, this complaint is rated as confirmed. The received condition does agree with the complaint description. Breakage if the device cannot be confirmed as the screw shaft was cut by the user during removal procedure. As all parts were received including the cut-off part, it also cannot be confirmed that embedded fragments were left in the patients body. The 3 screws which are reported as broken are cut by the user for removal issue. No breakage could be confirmed. No definitive root cause was able to be determined. Multiple factors can lead to technical difficulties during removal of lcp plates with locking screws. These factors include, but are not limited to: wrong torque or angulation of the screw during insertion leading to cold-welding between the plate and the screw thread, or proteins which are forming a bond between the plate and screw thread. Some of these factors are patient specific factors or they depend on the proper care of the surgeon, and can thus not be investigated nor controlled by depuy synthes. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of such issues during lcp plate removal can be made. Due to the fact of the reported bone fracture, unstable situation after initial surgery may have caused micro-movement of the parts which finally lead to cold-welding. As the parts are completely jammed into the plate, it is not possible to measure the relevant dimensions. This device left our distribution chain in faultless condition and did not cause the reported problem. No product failure could be identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales consultant. A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an internal fixation with a locking compression plate (lcp) distal femur plate and screws for a bone fracture on (B)(6) 2018. Patient was returned to surgery on (B)(6) 2018 for hardware removal. During the removal procedure, five (5) locking screws broke. It was further reported that two (2) or three (3) of the screws were deliberately cut by the surgeon because it was too difficult to remove them. All fragments were retrieved and no pieces remained in the patient. Surgery was delayed approximately 60 minutes. No adverse events were caused by the extension of surgery time. Concomitant devices: titanium lcp distal femur plate 196mm left (part 422.253s, lot 9959652, quantity 1), 5.0mm titanium locking head screw 75mm (part 413.375s, lot l667317, quantity 1), 5.0mm titanium locking head screw 34mm (part 413.334s, lot l620941, quantity 1), 5.0mm titanium locking head screw 36mm (part 413.336s, lot l583543, quantity 1), 5.0mm titanium locking head screw 36mm (part 413.336s, lot l591569, quantity 1), 5.0mm titanium locking head screw 38mm (part 413.338s, lot l415381, quantity 1), 5.0mm titanium locking head screw 75mm (part 413.375s, lot l150623, quantity 1). This report is for one (1) 5.0mm locking head screw 65mm. This is report 1 of 5 for (B)(4).